Manufacturer narrative:
During a procedure, the litholyme co2 absorbent canister failed to seal properly in the anesthesia machine. The clinical staff manually bagged the patient to maintain ventilation. No patient harm occurred. The device has not been returned for proper investigation.

Event description:
Customer stated : canister was not sealing properly to the point they needed 2 of them because of the seal and they ultimately ended up having to bag the patient .lot number for this incident is la24625.